Event description:
Facility reported complaint for control result out of control range. Nurse is calling on behalf of the facility. The customer is concerned with control test results from results obtained of 58 and 62 mg/dl; control tests are not within acceptable range of 22-52 mg/dl. Facility is using control level one, lot number 2bc1a60, manufacturer¿s expiration date is 08/31/2024 and open date is 07/2023. No symptoms or medical attention associated with the use of the products was reported. The product is stored according to specification in a controlled temperature area of the facility. Nurse confirmed that the test strips being used are true metrix pro test strips. The test strip lot manufacturer¿s expiration date is 07/25/2024 and open vial date is 07/2023.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips and control solution were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-059: improper storage conditions. Note: manufacturer contacted customer in a follow-up call on 28-sep-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.